Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss during surgery on the left eye (os) of a male patient using an intralase patient interface (pi) after the laser fired due to patient movement. That the doctor had an incomplete side cut and that they were going to cut another side cut. The account talked to amo application support manager (asm) as they had questions regarding the procedure for the software to make the side cut. Asm instructed the account to follow the protocol found in the quick guide and walked them through the software to allow them to perform a side cut only. It was reported that the side cut only option was used successfully, the excimer laser was also used and the case was completed as scheduled. The patient pre-op best corrected visual acuity (bcva) was 20/20 for both eyes (ou) and the post op bcva was 20/20 ou. There was no further medical intervention and no bandage contact lenses (bcl) required. There was no patient treatments delayed or cancelled.